Event description:
Our rep is reporting that during an arthroscopic knee repair, metal shavings were observed emanating from a restore femoral aimer and falling into the joint space. All of the debris was removed from the body and the procedure was concluded successfully without further issue or harm to the pt.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.